Event description:
The customer stated that a vaginal speculum broke being used on a patient during a gyn exam and lacerated the patient's vagina. The lower bill broke resulting in a sharp edge that caused a small superficial laceration to the cervix, approximately 1/4 inches in length with some bleeding noted. The patient did not complain of any pain. (B)(4) ointment was applied, and no further treatment was administered. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The actual speculum involved in the incident was returned and evaluated by welch allyn. The speculum was examined by engineering, and the failure mode matches one that has been previously investigated. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Conclusion: evaluation conclusion.